Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there were scratches on the screen and all over the insulin pump making it hard to read the screen and the up arrow was hard to push and was unresponsive. Time on the insulin pump was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.